Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro (us), the jaw started to come apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: b-5 - describe event or problem corrected b-5 to reflect the correct updated information (B)(4). A photographic evaluation was conducted. Sign of blood and clinical use were observed. The silicone insulation on the cold jaw was partially torn away from the tip to the center with no sign of detachment. We were unable to observed and determine the state of the heater wire. The device was not returned to maquet cardiac surgery for investigation, because the device was discarded. Therefore no visual evaluation could be performed. Based on the photographic evaluation, we were able to confirm the reported failure "peeled; jaw". Device discarded.

Event description:
The hospital emailed and said that part of the jaw started to come apart (pic attached). There was no harm to the patient and they finished the case with another kit.